Event description:
It was reported: "the patient took an operation on his right hip bone in 2006. The original diagnosis was ischemic necrosis of femoral head. Around march 2007, the patient went to hospital since he felt pain on his leg. Then an x-ray was taken, and it was found the femoral cup had broken inside the human body. In 2007, the patient took a second operation."